Event description:
Customer called stating that the meter was reporting high results. Their meter reported a result of 99mg/dl, compared to the paramedics result of 34mg/dl. An evaluation of the system was conducted over the phone which determined that the meter is working within specifications. Customer will return strips and control solution for evaluation, and replacement will be provided.